Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the university of toronto. The title of this report is ¿five-year outcomes of a synthetic cartilage implant for the first metatarsophalangeal joint in advanced hallux rigidus¿, published in 2024, which is associated with the stryker cartiva system. The article can be found at https://doi.org/10.1302/1358-992x.2024.7.011. This report includes analysis of the clinical data that was collected on 119 patients during the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 9 underwent implant removal and conversion to fusion. This case corresponds to patient# (B)(6).